Event description:
During a laparoscopic tubal ligation, a filshie clip detached from the applier inside the abdomen. The doctor tried to remove the filshie clip through a trocar site per manufacturer's instructions. The filshie clip seemed to be stuck in the incision. X-rays were taken, c-arm radiology was used to locate clip, and clip was removed laparoscopically by surgeon.